Event description:
Rptr had implants first in 10/83. Capsules developed. Implants were removed and new ones inserted in 5/84. Since then rptr has had joint problems, memory loss and generalized feelings of fatigue and malaise. She has been worked up for arthritis, lupus and other collagen diseases and has been on anti-inflammatory drugs for yrs due to these problems.